Event description:
There is no new patient or event information to report.

Manufacturer narrative:
H6: method code: communication/interviews (4111). It was reported, prior to an embryo transfer an "eyelash" like hair was observed within the packaging for the guide catheter. Another catheter was opened and used to complete the procedure. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, specifications, and quality control data. One unopened inner pouch containing one guardia access guide catheter was returned for investigation. Visual examination found a brown fiber within the unopened pouch. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no non-conformances related to this failure mode and no other related complaints have be received, it was concluded that there is no evidence indicating that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that current controls are in place to mitigate the occurrence of this failure mode by inspecting the device prior to device distribution. It was determined that these current controls are sufficient manufacturing and inspection steps to identify this failure. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: note: one cell mouse embryo tested and passed with 75% or greater blastocyst rate usp endotoxin (lal) tested and passed with 20 EU¿s or less per device. Testing is conducted on a lot-to-lot (batch) basis. Should the complainant have used the product prior to the observation of the fiber, there is not sufficient evidence to suggest that embryo growth would have been inhibited as a sampling of the product lot is tested for blastocyst growth prior to distribution. The cause of this device failure has been traced to the manufacturing process. Although, the complaint device was determined to be manufactured out of specification, there is not sufficient evidence to suggest the rest of the lot and other devices are manufactured out of specification. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k, #k173686. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an embryo transfer an "eyelash" was observed within the packaging for the guide catheter. Another catheter was opened and used to complete the procedure. No adverse effects were reported.